Manufacturer narrative:
It was identified that this report is a duplicate event with report number 9614453-2016-05752. To this end, all additional information received about this event will be submitted under report number 9614453-2016-05752 rather than this report (9614453-2017-00905) as it is a duplicate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was identified that this report is a duplicate event with report number 9614453-2016-05752. To this end, all additional information received about this event will be submitted under report number 9614453-2016-05752 rather than this report (9614453-2017-00905) as it is a duplicate.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient experienced an infection with inflammation at the implantable neurostimulator (ins) site. The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification of the issue. The etiology was stated to be not related to the device/therapy, but related to the implant procedure; surgery / anesthesia were noted. It was also stated that the event required an in-patient hospitalization or a prolonged hospitalization, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The interventions included explanting the implantable neurostimulator (ins) and extension on (B)(6) 2016; the event was resolved without sequelae on (B)(6) 2016.